Event description:
It was reported to philips that the system did not boot up properly. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system unable to use to use the button to control the table. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the pan handle and the sid switch are not working on the control and configured ui module is not detected and requested onsite support. Upon checking with the customer, quote for repair service was sent to customer however customer did not accept the quote and quote cancelled. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.